Manufacturer narrative:
Reference medwatch 3004209178-2015-52793 and 3004209178-2015-46197 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate. The customer set the alert type to vibrate on the insulin pump. The insulin pump did no vibrate when she pressed the act button after using the up arrow to set an easy bolus amount. Customer's blood glucose level was not reported. Customer had their insulin pump replaced three to four times. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.